Event description:
It was reported that prior to implant, the pacemaker exhibited loss of radio frequency telemetry because it was unable to pair with the transmitter. Device interrogation revealed that the pacemaker was in back up vvi. The pacemaker was never implanted and a different pacemaker was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of device found in backup mode was confirmed and failure to interrogate was not confirmed. Final analysis found an integrated circuit anomaly which resulted in the backup vvi.